Event description:
A report was received that the patient was experiencing discomfort at the ipg pocket location. The physician performed a pocket revision. During the revision, the physician moved the pocket site 8 inches up from its original location. Nothing was implanted or explanted and the patient is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.